Event description:
The customer contact reported the device alarmed with s321 (motor error) malfunction alarm, high friction drive train. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, multiple s321 and s421 malfunction alarm codes were noted in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.